Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was implanted in the patient for the endovascular treatment of a thoracic dissection. It was reported a core lab review of the patients CT taken approx. 1 year post implant showed a type ia endoleak. It was reported the patient expired on an unknown date from an unknown cause. Per the physician, the patient's death was unrelated to the aorta or to the implanted stent graft. No additional clinical sequalae were reported.